Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported 32 months post stent graft implantation the stent graft migrated with a type ii endoleak. It was reported that the patient has a large persistent a type ii endoleak proximally from a lumbar artery and 3 collateral type ii endoleaks distally. There was no type I endoleak. The physician performed a semi-conversion, where the first row of stent rings was cut and the remainder of the stent graft was sewn to the native aorta, which treated the migration. All of the collateral vessels were over sewn to treat the type ii endoleaks. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Results: inherent risk of procedure (migration, endoleak) patient's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).